Event description:
The following was reported to hamilton medical ag: during daily inspection, at 8:30 am on (B)(6) 2024, the emergency department triage nurse found that the oxygen cell calibration failed during daily monitoring and calibration of the transfer ventilator. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).